Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was delaminating, with images provided, and blood glucose was not impacted. Symptoms included no injury or adverse physiological effects. Outcomes included device replacement and return of the original device, with user guidance to shut down the pump and acknowledgment that data would not transfer to the replacement. Investigation included complaint intake review and confirmation of the reported display damage through customer-provided evidence. Investigation of this device revealed a damaged display component consistent with a screen integrity failure, with no associated alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display assembly.